Event description:
After 3+ months of implantation, this lead was explanted because of a reported loss of capture.

Event description:
After 3+ months of implantation, this lead was explanted because of a reported lose of capture.